Event description:
On 10/20/98, safeskin was served with the following lawsuit: plaintiff's claim alleges the following: in 9/94, plaintiff was advised and first became aware that her exposure to latex was the cause of her injuries. Entering an environment where latex proteins permeate the air puts her at serious risk for an anaphylactic reaction. She has further suffered and will continue to suffer in the future, severe emotional distress and an inability to engage in her normal activities. She has suffered physical injuries and the physical symptoms of latex sensitivity in the past, and will suffer in the future, as well as great despair, and loss of enjoyment of life, all of which are of a permanent and continuing & life threatening nature.